Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "the whole screen became green", phenomenon 2 "error e216", phenomenon 3 "the image disappeared" likely occurred due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or parts mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken, which may have resulted in the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. In addition to the malfunctions listed in section b5, the following findings were discovered; the monitor showed a black screen with no image (it may return to normal at times) due to damage on charged coupled device unit, an e216 (scope communication error) occurred due to damage on charged coupled device unit, the bending section cover had a scratch, the adhesive on the bending section cover had a chip., the video cable had a scratch, the video connector case was deformed, the universal cord had a scratch and the video connector was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex deflectable videoscope the screen turned green. The issue was found during an unspecified procedure. The procedure completed with a similar scope. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: a green only image on the entire screen, loss of image, and an error code e216 (scope communication error). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.